Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had been having a shocking sensation at their implant site since implant. The patient was currently with a manufacturer representative and troubleshooting of turning stimulation down or off was suggested. It was also recommended that they follow up with their healthcare provider. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the shocking sensation had been resolved; the patient had turned down their stimulation prior to their appointment with the manufacturer representative and was not in any discomfort at that time. It was reported that the ¿shocking¿ feeling was the patient¿s way of describing the feeling of urinary retention; they felt like their bladder was retaining urine. It was clarified that the patient defined their ¿shocking¿ feeling as feeling like retention, and they felt it in their buttock. The stimulation level was reduced, and the patient reported feeling better. It was noted that the patient was scheduled to see their healthcare provider on the day of their programming to address the retention. No further patient complications are anticipated or expected as a result of this event. The patient¿s medical history included a diagnosis of interstitial cystitis. Their device was implanted mostly for their urgency-frequency symptoms. It was also noted that they had a history of experiencing retention and were being followed by their physician.